Event description:
Boston scientific rec'd info that the physician believed the patient's pocket was infected, therefore the pocket was opened and cultures were taken which were confirmed negative and the patient's white blood count was normal. As there was no evidence of an infection at that time, the subcutaneous implantable cardioverter defibrillator (s-ICD) was reattached to the electrode and remained in service. Five days later, a (B)(6) was confirmed. The s-ICD system was explanted and expected to be returned.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.